Manufacturer narrative:
The device plunger seal broken, bottom seal intact and the pump is in excellent physical condition. The device history log showed force sensor bridge test, force sensor background test. The power up process. Calibration verification. Occlusion test. Was unable to determine could not duplicate. Tested passed and calibration was ok. The root cause was unknown. The the replaced plunger cable, and force sensor as preventative. Remediation MDR was generated under protocol b10009704, as a result of warning letter cms# 617147.

Event description:
It was reported the device had a force sensor error. No patient injury reported.